Manufacturer narrative:
It was reported the patient was placed under anesthesia. The patient should never be placed under anesthetics during thermage flx treatment. The customer must be alert and provide required feedback during treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe conditions for the patient. Complaint type identified within risk analysis and performing within anticipated rate. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Further investigation is underway.

Event description:
The user facility in (B)(6) reported on (B)(6) 2019 the doctor treated both arms of female patient who was under anesthesia with the thermage flx 4.0tip. The highest energy level was 2.5 at 600 shots. The tip was not inspected prior to or during the treatment. On the same day, the doctor injected the right arm for fat dissolving. After the procedure, the patient's arm had a bruise. On (B)(6) 2019, the bruise disappeared in her arms. However, the patient complained that the treatment site has numbness and discomfort. There was no functional problem, but if the right arm was touched, the patient has pain. Hydrocortisone cream was prescribed